Event description:
In 2009, the lay user/pt contacted lifescan, alleging the one touch ultra mini meter read inaccurately high. The medical surveillance specialist contacted the pt to obtain/clarify information. The pt said, he had false readings for a little over a weekly. Four days prior to contact to lifescan, at 11 or 11:30 pm, the pt obtained a reading of "hi" on the meter. The pt said he took novolog insulin based on that result. The pt takes 10-12 units of novolog if his reading is between 80 and 250 mg/dl, another 10 units if the reading is between 250 and 350 mg/dl, and an extra 5 units for every 50 mg/dl above 350 mg/dl. He takes novolog three times per day, and also takes 35 units of levemir every night. He tries to keep his readings between 80 and 150 mg/dl. At night given the "hi" reading, the pt said, he took approximately 25 extra units of novolog above his normal 10-12 units. He said he woke up around 5:30 am the next morning feeling cold sweats, confused, lightheaded, and weak. He drank soda and ate half a peanut butter and jelly sandwich at that time and said, he felt better 4-5 hours afterward. The pt tests his blood sugar three to four times per day. It was determined during the troubleshooting telephone call the pt's testing steps were correct. The unit of measure was set correctly at the time of testing. This complaint is being reported because the pt alleged he obtained an inaccurately high reading, took additional insulin based on the reading, and developed symptoms indicative of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.